Event description:
A (B)(6) male pt contacted zoll customer support to report that his response buttons were not working and would not activate his device. The pt was issued a replacement monitor.

Manufacturer narrative:
Device evaluation summary: device evaluation of monitor sn (B)(4) has been completed. The reported problem (response buttons not working / cannot activate device) has been confirmed. Upon evaluation, the rear response button was not connected. The cause for the inability to activate device is the detached response button. Once inserted, the response button was fully functional. The root cause for the detached response button cannot be positively identified but is likely assembly error. No adverse event resulted from the detached response button. The pt received a replacement monitor.